Event description:
It was reported that there was rapid battery depletion on the device. Remote transmission showed battery longevity of 6.4 yrs 4 months ago. At recent office device check showed a battery longevity estimate less than 3 months. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.